Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 500mg/dl. Customer other blood glucose value was 275 mg/dl. Customer stated they gave bolus and blood glucose started going down. Customer declined to trouble shoot for high blood glucose value. The device will not be returned for analysis.